Manufacturer narrative:
Qn#(B)(4). The customer returned one 5fr ptd catheter for investigation. Signs of use in the form of biological material was observed on the catheter. Visual examination revealed a portion of the pebax tip was separated from the ptd basket. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. The metallic base was exposed. The separated pebax tip was not returned. All the basket wires were intact and secured within the basket connectors. The total length of the pebax tip measured to be 0.0625" which indicates at least 0.4531" were separated and not returned per product drawing. The sample was functionally tested in accordance with the instructions-for-use "unlock and slide side arm from slot no. 1 to slot no. 2. Lock into place. The outer cover catheter will be retracted to expose the basket. This is the deployed position used to treat thrombus in graft/fistula. Depress on/off switch to ensure that fragmentation basket spins freely. Release switch to stop motor. If any part of system fails to work properly, replace component and retest." The ptd basket was able to advance and retract from the sheath with minimal resistance. The ptd catheter was placed into the returned rotator to functionally test , and it was able to rotate. No functional issues were found. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "the ptd device is not for use in stents." It also instructs the user, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." The IFU warns, "keep exposed portion of ptd catheter straight at all times to aid in successful basket deployment. Potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm). Do not advance ptd catheter forward during activation." The customer report of a separated ptd basket tip was confirmed by complaint investigation of the returned sample. A portion of the black pebax tip was separated and not returned. The sample passed all relevant functional testing. A device history record review was performed based on a potential lot number from sales history. No relevant findings were identified. Further investigation of this issue will be conducted under a CAPA. The CAPA root cause has been determined to be manufacturing (molding). Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports the tip of the 6fr trerotola device came off and was left in a patient. There was no negative outcome with this event. It was reported the tip was left in the patient's vein during fistula declot. There was no attempt to retrieve the tip and it was stented over. It was reported there was no concern for migration. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports the tip of the 6fr trerotola device came off and was left in a patient. There was no negative outcome with this event. It was reported the tip was left in the patient's vein during fistula declot. There was no attempt to retrieve the tip and it was stented over. It was reported there was no concern for migration. The patient's condition is reported as fine.